Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #10 it was verified its non-osseointegration. The patient presented periodontal disease at the time of surgery.